Event description:
The customer reported that the paramedics were called due to his low blood glucose of 30mg/dl. Troubleshooting was performed. The caller stated that the paramedics broke the insulin pump while they attempted to remove the reservoir. The customer experienced high blood glucose and did some adjustments to the basal rates on his own, which caused his glucose level to drop. The customer stated that they removed the reservoir from the insulin pump by force, and the device is physically damaged at the reservoir compartment. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.